Manufacturer narrative:
The hill-rom tech found that both foot casters inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced both foot casters and supports to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes would not stay engaged. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).